Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products- oxf twin-peg cmntd fem lg PMA item # 161470, lot # 530620 oxf uni tib tray sz c rm PMA item # 154723, lot # 730530. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00021, 3002806535-2023-00023. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an oxford pks was revised to a total knee. Due diligence is in progress for this complaint; to date no additional information or product has been received.